Event description:
The patient was undergoing a pump pocket revision to move the pocket to another location. It was indicated that the pump had been implanted too high, by the patient¿s ribs, so it was uncomfortable. During the procedure, the pump segment of the catheter was replaced. It was noted that the old drug in the pump was replaced, lowering the drug concentration, and the pump dose was decreased. Following the revision, the patient was doing fine. The device system was being used to deliver bupivacaine and prialt.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).